Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08770 inches. Unit was set to vibrate and several bolus were delivered, the backlight turn on and off however, this a normal occurence and no unexpected backlight anomalies were noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as nausea. Blood glucose at the time of the admission was 560 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer mentions it is hard to give bolus since backlight sometimes is not on. The insulin pump will be returned for analysis.